Event description:
It was reported that a depression study patient made one suicidal gesture recently. Per physician, the event was serious, but did not put the patient in any physical danger. The physician does not feel this gesture has any relationship to the patient's medications and has a probable relationship to the patient's mental disorder. Attempts for further information have been unsuccessful to date.